Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due to high blood glucose level at the date (B)(6) 2019. The customer¿s blood glucose was 800 mg/dl. Customer mother reported that they noticed bent cannula. The insulin pump will not be returned for analysis.